Manufacturer narrative:
Analysis received the unit with intermittent button response due to corroded keypad traces. There was no display ramping on its own anomaly was noted during the testing. There was no moisture damage found on the electronic or motor assemblies. However, the units was received with all operating currents are within specification. There were no unexpected battery out limit, low battery, or off no power alarms noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the buttons on the insulin pump are not working. The customer's blood glucose was unknown at the time of incident. The customer stated that they received a battery out limit alarm. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.